Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without recurrence of malfunction, and was advised to continue using pump and to call back if problem returned, which customer understood.